Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's sale rep reported customer received a high glucose reading from their freestyle lite meter that is higher than they felt. Customer's sale rep reported customer lost consciousness while driving her car. Customer's sale rep also reported customer was seen by a doctor, but no hypo/hyperglycemia diagnosis or treatment was reported. In addition, customer's sale rep reported customer was on peritoneal dialysis but no icodextrin was in the dialysis solution. There was no report of death or permanent impairment with this case.